Event description:
Customer reported the system puts out twice the normal radiation and the right monitor is going out. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the monitor brightness. System output is within specs. System operates as intended. This MDR is related to ge healthcare.